Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced on (B)(6)2023 for an unknown reason. The patient was stable. No other information was available.

Manufacturer narrative:
Correction: d6b - date of explant should be blank instead of (B)(6) 2023